Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the prong on the cable was not bent, rather the cable was not seated properly into the monitor where the locking mechanism was not engaged. The plug was properly seated and the monitor then functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor power cable for the navigation system appeared to have a bent prong and was intermittently functional. No additional information was provided. There was no patient present when this issue was identified.